Event description:
(B)(6) 2025 - the consumer said she was laying in a chair with the pad wrapped around. Customer states that the pad created one big blister on her back. Customer said she saw the blister after changing her shirt after using the pad. The pad does not present burn marks or any kind of defect. No medical assistance needed

Manufacturer narrative:
(B)(6) 2025 - the heating pad is intended to maintain an elevated temperature during use. Consumers are warned in the user manual to not use the product while sleeping, laying or sitting on the product.